Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings:a visual examination determined that there was no damage to the pump keypad cover. During testing, the contrast keypad button was intermittently responsive; however, all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned appropriately. Additionally, the vibration motor was unresponsive. The vibration motor remained unresponsive after 1.5 volts were applied to the contacts. (B)(4).